Manufacturer narrative:
A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Event description:
A patient reported that she noted approximately 2 nights ago and that stimulation was bothering the cage in her spine and she thought she had stimulation too high. The patient turned stimulation down to 340. The patient was implanted on (B)(6) 2016. Patient programmer showed information screen that the implantable neurostimulator (ins) battery was low. The recharger showed the recharger battery was full and the ins battery 4th of the charge. The patient was walked through using their devices and it appeared everything was working as intended. The indication for implant was spinal pain.

Event description:
Additional information was received from the consumer. It was reported that the patient had a cage going up his guard. To resolve the stimulation bothering the cage in the patient¿s spine issue, they adjusted the stimulation to 2.10v and the issue was resolved.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.